Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had appropriately delivered atrial tachy response (atr) and a shock due to a ventricular tachycardia (vt). After the shock, atrial fibrillation (af) with rapid ventricular response was exhibited. An inappropriate shock was then delivered, the inappropriate shock terminated the arrhythmia. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had appropriately delivered atrial tachy response (atr) and a shock due to a ventricular tachycardia (vt). After the shock, atrial fibrillation (af) with rapid ventricular response was exhibited. An inappropriate shock was then delivered, the inappropriate shock terminated the arrhythmia. This crt-d remains in service. No additional adverse patient effects were reported. This device has been returned and analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.